Event description:
It was reported that a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the problematic pump to tandem and was provided instructions on storage mode before shipping. A replacement pump with updated software was sent, and the customer was informed to program their pump settings and connect their cgm to the new pump. The customer will continue using the current pump and rely on an alternate method if necessary while awaiting the replacement.